Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and a no delivery alarm. The customer indicated that their meter may have been running high. Troubleshooting was performed and found that the customer did not change out the infusion set or site after the no delivery alarm and continued to use the same site. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was also advised to monitor the pump and call back if necessary. Customer declined high blood glucose troubleshooting. No further details given.